Event description:
On (B)(6) 2014, the reporter contacted animas alleging an external component issue (battery cap) issue. This complaint is against the battery cap alone. The reporter stated that the battery cap could not be tightened all the way. Reportedly, when the battery cap was removed, the patient stated that the yellow o-ring was still on the cap but that the threads looked stripped. The reporter denied damage to the pump and denied moisture or corrosion inside the pump. There was no adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.